Manufacturer narrative:
Siemens headquarters support center (hsc) completed the investigation of the discordant, falsely depressed cardiac troponin I (ctni) results. Hsc has reviewed the instrument data and the information provided. The instrument data indicates that flex reagent cartridge sequence number 9411 of the reagent lot 19031aa had insufficient volume of biotinylated antibody reagent in well 2. The insufficient volume caused a depression of the loci reaction resulting in the low values generated for sample ids (B)(6). Hsc indicated no issues in volume of the biotinylated antibody reagent before and after the reagent cartridge flexes were filled. Hsc performed a manufacturing batch history review on lot 19031aa and there was no indication of an issue during filling and packaging. No other flex reagent cartridges for lot 19031aa were affected when processed on the alternate dimension vista analyzers. This is an isolated event and the cause of the low well volume is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed cardiac troponin I (ctni) results were obtained on two patient samples on the dimension vista 1500 instrument. The discordant results were reported to the physician(s) and questioned. The same samples were reprocessed on two alternate vista instruments and higher results were obtained and corrected. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.